Manufacturer narrative:
The referenced small bilateral strokes were reported under medwatch MFR report #2916596-2015-01393. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 2 months. A full evaluation of the device could not be conducted because it was not explanted. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding (gi) on (B)(6) 2015. The patient was transfused due to the ''significant bleeding''. As of (B)(6) 2015 the gi bleeding had reportedly resolved. On (B)(6) 2015, the patient reportedly expired due to multisystem organ failure. No specific information was provided regarding the course of events and an autopsy was not performed. The pump was not explanted and will not be returned for evaluation.